Manufacturer narrative:
Eval of the machine confirmed the reported problem; a blood spill was evident. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
Customers contacted haemonetics on (B)(6) 2008 reporting the experienced a blood spill. The issue was noted after the fact. No injury or reaction was reported.